Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up with an alert of - elective replacement indicator - (eri). The patient's merlin@home radio frequency (rf) was not functioning, the patient could not connect their device with multiple transmitters. It was noted that the patient was exposed to electro surgery in (B)(6) 2016. After a device download, the eri was cleared and the rf functionality was restored. The patient was stable.